Manufacturer narrative:
A medtronic representative went to the site to replace the camera and test the equipment. Onsite testing of the camera found an amber fault light illuminated when the cranial software application was running, but was otherwise functional. The camera was replaced and returned to the manufacturer for analysis (see previous submitted 3500a followup-1). The hardware and software passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The camera was returned to the manufacturer for analysis. A check of the event log revealed a history of illuminator current moving in and out of range. Otherwise, the camera passed an accuracy assessment kit (aak) test at .24 mm. It was not possible to replicate the allegation of inaccuracy. This camera had not been previously returned for any other failure. The camera was sent to the vendor for additional analysis. The vendor verified that the camera had a faulty illuminator which will require replacement. As a result, the affected component required replacement followed by re-characterization. Although a separate issue was identified, the camera was confirmed not to have caused the reported event.the software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. A review of the registration pattern found two potential causes that may have contributed to the reported issue. First, there was a month time period between the merged scans and there could have been changes to the patient's anatomy during this time frame. Second, when reviewing 3d models, it is apparent that the the patient had a lot of loose/extra skin making him a non-ideal tracer candidate.

Event description:
A site representative reported that, while in a cranial procedure, the patient was registered using tracer. The surgeon validated accuracy and proceeded into navigation. Accuracy was checked again, in the first part of the procedure, and confirmed accurate. The surgeons followed the information displayed on the navigation system, however, no lesion was found where expected. The surgeon completed the procedure with the use of the navigation system. Post-op control showed a 1cm misalignment of the tumor compared to navigation. No patient complication was reported.

Manufacturer narrative:
A medtronic representative, following-up at the site, received a second-hand report that the current state of the patient was upper art distal semi-paralysis/monoparesie distale du ms, alleged to be a consequence of the surgery.software investigation has not been completed. Unable to confirm conditions of use.